Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump and the tandem-provided charging supplies began burning and melting. Reportedly, the pump was charging during the event. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate source for insulin therapy.